Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the cgm was 52 mg/dl but when she compared it to her fingerstick it was 93 mg/dl. The patient was vomiting during that time and was not feeling good, was experiencing migraine. The patient self-treated with nurtec 75 mg. The cgm reading on the dexcom was jumpy and it would just show high (no bg taken for comparison). The patient called the ambulance due to this incident. When the ambulance arrived, they check her fingerstick again and it was 340 mg/dl and the dexcom was at 307 mg/dl. They transported her to the emergency room and they checked again the fingerstick and it was 450 mg/dl and the dexcom was just showing high. At the hospital the patient was treated with IV medication and the performed cat scan and x- ray, blood test for her kidney and liver and also checked her a1c. The patient stayed at the hospital for 3 days and was discharged on (B)(6) 2026. At the time of the report the patient was better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.